Event description:
A customer reported that during setup for a procedure, the left vertical switch on the foot pedal was not working. The foot pedal and cable were used on a different console, but the issue remained. An alternate footswitch was used to proceed with surgery.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was instructed to try another footswitch. With no additional, related information provided, the customer reported event was not able to be confirmed. The system was manufactured on august 24, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).